Event description:
Patient was to receive an rf ablation for atrial fibrillation. The rspv was accessed without difficulty or resistance. However, the ablation catheter could not be withdrawn beyond the os of the vein. Despite manipulation of the catheter with and without the aid of the trans-septal sheath, the tip of the catheter was affixed to the pulmonary vein. Using intracardiac echo and fluoroscopy, the position of the catheter was verified to be in the pv. There was no evidence of pericardial effusion at that time. Despite at least moderate traction, the tip could not be freed. Patient ultimately had to be transferred to surgery so that a sternotomy could be performed. The ablation catheter was then able to be removed and a full left atrial maze procedure was done. Post-op course uneventful and patient was discharged home on post-op day 3.